Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a valve-in-valve with a 29mm sapien 3 valve in a freestyle valve that failed, the s3 valve embolized into the left ventricle (lv). Post dilation was performed with additional volume and the s3 valve embolized into the ventricle. The delivery system was advanced across the s3 valve and inflated; tension was applied to the delivery system to pull the s3 valve into the surgical valve annulus where additional contrast volume was added to increase radial force within the surgical valve. A second s3 valve was implanted within the first s3 valve. Post deployment the thv in thv showed that the valve embolized into the lv. The two valves were pulled back within the surgical valve annulus before adding additional volume. The valves subsequently embolized towards the aorta. The decision was made to place the patient on va extracorporeal membrane oxygenation (ECMO) the third valve was deployed within the second s3. Post procedure hemodynamics showed no gradient and left ventricular end-diastolic pressure (lvedp) of 8. The patient was transitioned to va ECMO before being taken to the ICU. The plan is to wean ECMO off before weaning off ventilator.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was not returned. An image evaluation was not performed due to imagery provided not being relevant to the complaint event. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaints were unable to be confirmed due to unavailability of procedural imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. It should be noted that this is an off-label implant of a sapien 3 valve in pure aortic insufficiency pre-existing surgical valve in the aortic position. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. As reported, "this was a transfemoral valve-in-valve tavr, with a 29mm sapien 3 valve in a 29mm freestyle aortic valve that failed due to aortic insufficiency (ai). The s3 valve was implanted at a depth of 80:20 aortic/ventricular (a/v) with +2ml added to the commander delivery system nominal volume. The commander delivery system was pulled back into the descending aorta while maintaining wire position. While examining the valve with tee, the s3 valve embolized into the left ventricle (lv)". Since this was pure aortic insufficiency pre-existing surgical valve case, the pre-existing surgical valve had a lack of calcification (pure aortic insufficiency case), which could lead to the deployed valve dislodging from the target site (native annulus). This resulted in the valve embolizing into the ventricle due to the deployed valve not being inadequately anchored to the target site (native annulus). The second deployed valve, with first valve, also failed to anchor to the target site (native annulus), which resulted both valves embolizing into the aorta. As such, available information suggests that procedural factors (off label with pure aortic insufficiency) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment escalation is required. This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-06813.